Manufacturer narrative:
Failure mode: allergic reaction root cause: no defect - no defect during manufacturing process. Conclusion code: no failure found DHR evaluation: we reviewed the DHR for this (B)(6) / patient ID# (B)(6) / practice ID# 10864 qty. (B)(4) items assy-500011 (aligners) 2 items assy-500010 (templates), were packaged by of first shift by bag and box operation on (B)(6) 2023, manufacturing cell 2, equipment bag-3. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this so-sr03310927. Raw material: part-501017-b / lot# 06388285 / qty. Received = (B)(4) pcs, inspection date: (B)(6) 2023. The material was found to be acceptable for use in the manufacture of the sure smile product. Evidence: in the evidence provided (allergic reaction checklist) the patient declares not to suffer from allergies. Report the following symptoms when using the aligners. Sores along side of tongue. Itchy tongue throat. Swollen lips. Swollen gums.

Event description:
In this event it is reported that patient experienced allergic reaction to nontemplate aligner arch. Patient's symptoms started day/overnight after starting therapy. Patient's symptoms included sores along the side of tongue, itching tongue and throat, swollen lips and swollen gums. The patient was given benadryl and asked to discontinue aligner wear. Their symptoms resolved within 24 hours with no additional medical intervention required.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.